Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump fell off and got smashed on the floor. The insulin pump was no longer functioning. The customer's blood glucose level was unknown. The customer was on their back-up plan. The device will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with cracked reservoir tube lip, cracked case near display window corners, cracked on display window, cracked and bleeding lcd glass, detached/missing end cap and minor scratches on display window noted.